Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) passed away due to septicemia. The paperwork filled out by the physician reported the septicemia was the result of a pocket infection.

Manufacturer narrative:
As of today, this medical device has not been returned to boston scientific for analysis. The information suggests this crt-d was buried with the patient. Should any additional information related to this event become available, this event will be updated.